Event description:
General report received of an unspecified number of undocumented incidents of tubing separations. The tubing sets were being used to deliver unspecified solutions. After unspecified lengths of time in use, the tubings separated from the winged female luer adapters. It was reported that unspecified volumes of blood loss was noted. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of critical therapies. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. (B) (4). (B) (4).